Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: polyethylene insert item # unknown lot # unknown. Tibial component item # unknown lot # unknown. Report source: legal counsel. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03690, 0001822565-2019-03691.

Event description:
It was reported a patient underwent right total knee arthroplasty and after two years the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No medical intervention has been reported to date. Concomitant medical products: tibial component item # 00598002702 lot # 62685639, palacos cement item # 00111314001 lot # 79964393, palacos cement item # 00111314001 lot # 80684398. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03691, 0001822565-2019-04775, 0001822565-2019-04776.